Event description:
Reporter alleged obtaining a discrepant blood glucose result of 401 mg/dl on the advantage system compared back to back with a result of 140 mg/dl on the doctor's system when testing was performed within 10 minutes. Reporter indicated that she took 40 units of insulin afterwards. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.